Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review was not conducted, as no logs are available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was reported that the monopolar curved scissors (mcs) tip cover accessory was lost. It was found sticking in the patient¿s abdominal wall and retrieved. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was lost. It was found sticking in the patient¿s abdominal wall and retrieved. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 10-aug-2020 and 19-aug-2020 and obtained the following additional information: the procedure was a cystectomy with neobladder. The mcs instrument was inspected prior to use. The mcs tip cover accessory was installed properly with the installation tool. There was no resistance felt upon removal of the mcs instrument through the cannula. There were no issues with functionality of the mcs instrument and no instrument collisions. The mcs instrument was in use during the whole procedure. The mcs tip cover accessory fell inside of the patient at the end of the da vinci-assisted procedure. During the open part of the procedure, when the surgeon was performing the ileal conduit, the mcs tip cover accessory was found sticking to the body wall and was retrieved from the patient. There were no post-operative complications. It was unknown if there was a delay in procedure. The patient¿s status was "normal." The procedure was not recorded on video.